Event description:
It was reported that during the implant attempt, it was not possible to place the two coronary sinus leads due to patient anatomy. The leads were not used and a new epicardial lead may be attempted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.